Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side "defective tissue expander, circle is in the wrong place." Device was not implanted.

Event description:
Healthcare professional reported unknown side "defective tissue expander, circle is in the wrong place." Device was not implanted.

Manufacturer narrative:
Further investigation results: review of all complaints of "other-technical" for the period of jan/2019 through dec/2020 related to date opened indicated that three points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past twenty-four months. No patterns were found; therefore, no additional actions were deemed required. The trend of "other technical" complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified no unusual defect observed on the device. Leak test and microscopic analysis were performed which identified the unit did not leak. Based on the device analysis the final assessment was no unusual defect observed on the device; device intact and functional.